Event description:
A patient was prescribed alcon dailies comfort plus for astigmatism and the prescription was filled from hubble without a verification request to our office with their generic spherical daily lens. Therefore, due to no astigmatism correction (which the patient did not know she was not given), the patient's visual acuity was decreased to 20/60 in each eye with hubble's lenses. The patient also experienced extreme dryness and had to use artificial tears several times throughout the day. The patient was unhappy with her vision and dryness but did not know what she was "re-prescribed" by hubble was drastically different from what she was prescribed by the doctor of optometry. The patient is now being treated for dry eye to prevent long-term damage. The patient is not made away of the decreased oxygen permeability of the generic hubble lens. The patient experienced severe decrease in vision with non-astigmatism hubble lenses - vision below (B)(6) driving law.